Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime and compromised for sensor system test, excessive no delivery test and displacement test or verify external flash crc alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer blood glucose level was 12.6 mmol/l. Customer also stated that the insulin pump restart itself. The device will be returned for analysis.